Event description:
A caregiver (parent) reported a sensor error message with the adc device. The caregiver reported that the customer was feeling unwell with paleness, dizziness, and sweating, and an error message was displayed upon scanning sensor. The customer subsequently experienced seizure and loss of consciousness. The caregiver treated customer with glucose nasal spray and called ambulance. The customer was taken to hospital and additionally treated with glucose infusion via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.